Event description:
The customer reported that the spo2 readings are incorrect from the avalon fm50 fetal monitor, compared when using any sensors and compared to other monitors. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.